Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the delivery system balloon burst cannot be confirmed, however, it was likely related to patient/procedural factors (protruding annular calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve in the aortic position, while going up in a 29 mm calcified homograft the delivery system balloon burst. The delivery system was approximately 85% inflated when the protruding calcium popped the balloon. There was plenty of calcium and the valve was secure. The delivery system was removed with no injury. Post dilatation was performed with a non-edwards balloon. The patient went home the next day feeling fine.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.